Event description:
Clinical study. It was reported that 2 days after a coronary artery drug-eluting stenting treatment procedure the patient experienced a stent thrombosis (st), a myocardial infarction (mi) and underwent a target-vessel re-intervention (tvr). The index procedure treated 1 target lesion with "total occlusion (<3mos)" located in the mid left anterior descending (lad) artery. The lesion was predilated with an angioplasty balloon. The physician successfully implanted two overlapping stents, a 2.75x20mm taxus express2 drug-eluting stent at 12 atms and a 2.5x13 bare metal stent at 12 atms. Post-implant was timi 3 flow and 0% residual stenosis. "The patient was subsequently transferred to the ccu in stable condition. Three hours after the patient was in the ccu, the patient started to have similar chest pain as he had prior to this primary pci. For this reason, he was transferred to the cath lab for a second look. At that point, his lad stent appeared widely patent, and he was transferred to the ccu." Two days post index procedure, "the patient developed 10/10 subternal chest pain which was worse in character to the pain he had initially when he came to the hospital. His electrocardiogram was consistent with 10mm st elevation diffusely in the anterior lateral leads." The diagnosis of stent thrombosis was made by angiography. The patient had successful recanalization of the thrombosed lad stent restoring timi 3 flow at the end of the procedure. Two additional drug-eluting stents were placed proximally and distal to the previous lad stent. It was thought that the stent thrombosis may have been due to a combination of factors including stent under expansion at the mid vessel as well as severe outflow vessel disease. He again started having chest pain one hour following the procedure and was transferred to the cath lab for another catheterization. The stents were widely patent and showed no evidence of recurrent stent thrombosis. It was thought that his chest pain was either secondary to pericarditis or perhaps microvascular obstruction from his recent infarct. The was transferred back to the ccu and did not have any further episodes of chest pain. The patient was receiving aspirin and plavix at the time of the event. The patient was discharged 5 days post-index procedure on aspirin and plavix.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint it unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.